Event description:
The iab was inserted into the pt on 1/6/98. After iabp for 22 hrs, the "blood detected" message sounded from the sys 95 pump. No blood was noted. The iab was removed on 1/8/97. On 5/7/98, datascope was notified that the iab was discarded and would not be returned for eval. [Event complications]: unk-reported 1/8/98. [Pt's current status]: unk-rpt'd 1/8/98.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 5/12/98).